Event description:
It was reported that the patient underwent an explant procedure due to scar tissue being tight and uncomfortable under the skin. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 19751350.